Event description:
Report rec'd with returned product that device failed one week after implantation. The pt experienced severe pain, and had returned to the physician's office where the physician was unable to interrogate the pump. The pump's low battery alarm was on when the device was initially read at implant. The device has been replaced, and the failed device has been returned to the MFR for analysis.